Event description:
Pt sustained a fracture of the proximal humerous and was taken to surgery 12/8/96 where a rush rod was used to internally fix the fracture after it was reduced. Pt has gotten good healing of the fracture now, is having pain from the rush rod, and is ready to have the rush rod removed. In addition, he had an old injury to his left olecranon for which he had an olecranon screw. It bothers him and he requested it be removed also.